Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced macular edema after using an ophthalmic system for cataract surgery. The surgery was completed on the same day. Outcome of the patient was unknown.

Manufacturer narrative:
Additional information is provided in sections b.2, b.5, e.1, d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and did not reveal contributing factors. A review for complaints reported against this serial number was performed. There were relevant complaints, found which were reviewed as part of this investigation. Both complaints were open to the same issue for different surgery dates. The system was found to meet specification. Therefore, the rot cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information had been received indicating that the patient received an injection for macular edema in the right eye, resulting in complete resolution of the condition.